Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue was verified and a different issue was identified.

Event description:
It was reported that multiple cartridge change error messages occurred with multiple cartridges during the loading process. The customer's blood glucose level was 107 mg/dl. Reportedly, the customer had manual injections as alternate insulin therapy.